Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 380 mg/dl. The caller who was the customer's dad stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The father did not want to return the reservoir or infusion set back for analysis. The caller insisted on having the customer's insulin pump replaced. The customer's pump will be replaced out of courtesy. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.